Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their preferred group c was completely not working and never has. Pt stated that the intensity would decrease but would not increase. Pt also that group a was working enough to get them by. Agent had pt launch mystim rc, power on the communicator, manually enter the code, and attempt to connect. The pt was able to connect to their implant and stated that therapy was 'off' and set to group a, which they mentioned was the only group working. Agent had pt turn therapy on and attempt to adjust the intensity in group b. Pt stated seeing the message ¿therapy increase not available¿. Agent had pt switch to group c, and the pt stated seeing the same message, ¿therapy increase not available¿. Pt also stated they were not feeling any stimulation. For the event date, pt stated last week. Ag ent reviewed information and the pt was redirected to their hcp to further address the issue. The patient reported the cause of the message was determined to be due to a bad lead in their back that was noted years ago but was put back in their back and shorted it out again. Pt waited a week in pain to get an appointment. The pt noted the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot # serial # (B)(6); implanted: (B)(6) 2018; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 05-dec-2021, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.